Event description:
A pt that presented with bilateral renal stent re-stenosis that was 90-95% occluded. The case was done with co2. The doctor made a brachial approach and treated the right renal first. He used a rosen wire and balkin sheath to access the stent. The sheath remained in the aorta. He tracked icast into the renal and into the stent. He wanted to place the icast more distal in the stent but ut seemed to catch on something in the anatomy. In retrospect, the doctor seemed to think it was an additional occlusion or severe arterial spasm that was not readily apparent on angiography. He stated that he was fairly forceful in trying to push the stent through the blockage and that it seemed to pop into the occlusion slightly but would not advance. When he tried to move the stent and balloon into a more proximal orientation in the renal he noticed that the stent was not on the balloon but rather distal to it. He then removed the icast balloon and went in with a 4mm boston scientific sterling balloon. He expanded the icast inside the re-stenotic stent. Removed the sterling and went back in with the original icast balloon. He then inflated the stent to 5mm. This was a complicated event. For further details, refer to 1219977-2013-00134.

Manufacturer narrative:
A final report will be submitted after the completion pf the investigation into this event.